Manufacturer narrative:
H3- the lenses were not returned. Claim (B)(4).

Event description:
An ascrs annual meeting presented "outcomes of icl implantation with internal anterior chamber depth less than 3.00mm." The abstract provided indicated a retrospective analysis of consecutive evo icl cases with a preoperative internal central acd less than 3.0mm. 237 eyes less than 3.0mm were included and the remaining 752 eyes in the greater than 3.00mm group were included for comparison'. As per the abstract '3.7% (27/132) eyes with acd greater than 3.0mm' were clinically judged to have a vault requiring an exchange and 'rates of enhancement for eyes with acd < 3.0 was 4.2% (10/237) compared to 2.2% (16/732) in eyes with acd greater than 3.0mm'. Logically this would refer to corneal refractive laser enhancements, which may have been planned or unscheduled. In conclusion, this study demonstrates that in american eyes acds < 3.0mm may also be safe and result in excellent outcomes with comparable rates of exchange or enhancement to eyes.